Manufacturer narrative:
The accounts maintenance believes the casters are worn from age. Repairs have not been completed.

Event description:
The account alleged when they engage the brake pedal, the brake does not hold if they lean on the bed frame.